Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a malfunction of the device's oxygen blending module was observed. The device's oxygen blending module board was replaced to address the issue.